Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on an overall review, user was advised to re-link the sensor. Multiple attempts were made to contact the user, but no response was received. As a result, no further information is available for this incident.

Event description:
On 19 july 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.